Event description:
User facility medwatch report received that indicates: the pt received an infusion of idpn over 30 minutes instead of 3 hours as ordered. Alaris system maintenance software on (B)(6) 2009: analysis of the infusion pump's event log indicates that the infusion pump operator programmed the rate incorrectly. Contacted the reporter and stated the pt experienced vomiting and decrease in blood pressure. Although requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). Multiple attempts were made to request the device to be returned for eval. The reporter indicated the pump and associated products are not available to the MFR to perform an investigation. The pump module serial number was identified. The service history record was reviewed and showed that the pump has not been returned for any service-related activity and did not uncover any relevant issues. No other complaints have been opened in the product monitoring database system for this pump serial number.